Event description:
It was reported that externalized conductors were observed via fluoroscopy during an ICD change out. The patient was asymptomatic. No electrical anomalies were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.